Event description:
As stated by the customer on (B)(6) 2011: (B)(6) stated that the caregiver placed the patient into a geriatric chair using the marisa lift. There were two employees assisting and both received minor injuries. Both employees will be questioned on how they placed the patient in the chair once they return to work. No patient injuries reported and patient information was not released. Additional information was received by customer on (B)(6) 2011: "it is suspected that the arm of the marisa was in the lowest position and during the hoisting of the resident from bed to chair, the marisa was still in the lowest position, so when the caregiver(s) pulled on the harness/sling to try and position the person over the chair, it most likely passed the fulcrum of the lift causing the lift to tip over." The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The information contained in this initial report is based upon the information provided to the manufacturer.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(6) on behalf of the manufacturer (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by (B)(4) and any medwatch reports will be submitted under (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.